Event description:
It was reported that the customer fell into a salt water with the insulin pump on. No further info was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly.